Event description:
Ous MDR - after an estimated implant period of approx. 97 months, oversensing with inappropriate therapies in (B)(6) 2016 was reported. Furthermore it was observed that after reprogramming the device oversensing still occurred. During a follow-up on (B)(6) 2018 an increasing rv threshold was also observed. On (B)(6) 2018 the physician decided to cap the lead. The implant date was not provided.

Manufacturer narrative:
The lead was not returned for analysis. Thus the analysis report refers exclusively to the analysis of the ICD. Upon receipt, the ICD was interrogated, revealing the battery status mol 1. The ICD was implanted for 33 months and 17 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery. The device data further documented a shock impedance of 150 ohms on (B)(6) 2018. Therefore, the impedance measurement functions as well as the sensing functionality of the device were thoroughly tested and proved to be fully functional. The device sensed the attached heart signals free of noise and the measured impedances were normal and as expected. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional.